Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood and contrast on the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the proximal/distal shaft. Microscopic examination presented no damage or irregularities in the collar of the device. Microscopic examination revealed the ptfe completely pulled out from the collar and attached to the distal shaft. Microscopic examination presented revealed damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred, during a percutaneous coronary intervention. The target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. An unknown stent had been previously implanted at the prox lad. During delivery of the guidezilla, the physician felt the tip of the guidezilla device came into contact with proximal edge of the previously implanted stent. The physician pulled the guidezilla slightly several times and attempted to advance guidezilla to the distal of the stent. A slight resistance was encountered, therefore the physician attempted to remove the guidezilla; however the collar part of the device detached. Inflation was performed with an non-bsc balloon catheter inside the guidezilla, and the physician removed guidezilla from the patient. The device did not remain in the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred, during a percutaneous coronary intervention. The target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. An unknown stent had been previously implanted at the prox lad. During delivery of the guidezilla, the physician felt the tip of the guidezilla device came into contact with proximal edge of the previously implanted stent. The physician pulled the guidezilla slightly several times and attempted to advance guidezilla to the distal of the stent. A slight resistance was encountered, therefore the physician attempted to remove the guidezilla; however the collar part of the device detached. Inflation was performed with an non-bsc balloon catheter inside the guidezilla, and the physician removed guidezilla from the patient. The device did not remain in the patient. No patient complications were reported and the patient's status was good.